Manufacturer narrative:
Refer to manufacturer report #2649622-2018-07729 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a stage 1 lead placement. During intra-op testing, patient reported nausea and that he couldn't see very well. They moved the lead and the symptom resolved. Post-op, the patient was complaining still of his vision not being as good as it was prior to the procedure. Patient has history of surgery in both eyes and caller thinks she was told the patient had a displaced retina in one of his eyes as well. Patient did have an optic exam which patient responded to appropriately. They are planning on doing a stroke protocol to rule that out. Reviewed that the MRI can be done when just the leads are in place. Leads were placed yesterday and capped. The patient also has a history of polio in the past and patient has progressed parkinson's disease. It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event. Additional information was received from the manufacturing representative indicating that no MRI was performed, no actions/interventions were taken, no cause was determined, and the issue is resolved.